Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had questions in regards to an insulin pump that they returned and mentioned that they experienced low blood glucose levels of 50 mg/dl at the time of the call. The customer declined troubleshooting for low blood glucose. The customer was advised in regards to the questions. The product will not be returned for analysis.